Event description:
It was reported that after the 2.75 x 15 mm xience was direct stented in the mid left circumflex coronary artery, the physician opines that the xience stent angiographically appears to be 18 mm in length, rather then the stated 15 mm. There is no other complaint against the xience stent, besides it appearing longer then stated. There was no adverse patient effect. The physician did not measure the lesion and the lesion was not predilated. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy and the delivery system was not returned. Only the packaging (tyvek pouch and chipboard box) were returned, therefore, a failure analysis of the complaint device cannot be completed. Four angiographic pictures were returned and forwarded to an abbott vascular clinical specialist. It was concluded that from the available images, there is no way to precisely determine the length of the post deployed stent. A cine of the procedure was requested; however, the hospital would not release it. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Reportedly, no pre-dilatation was performed. It should be noted that the instructions for use (IFU) states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. In this case, the IFU deviation would not have contributed to the reported complaint.